Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). Refer to (B)(4) for the erroneous results generated on (B)(6) 2020. Note: MDR# 9612296-2020-00255 addresses (B)(4): event occurred on (B)(6) 2020. MDR# 9612296-2020-00256 addresses (B)(4): event occurred on (B)(6) 2020. MDR# 9612296-2020-00257 addresses (B)(4): event occurred on (9612296-2020-00260b)(6) 2020. MDR# 9612296-2020-00258 addresses (B)(4): event occurred on (B)(6) 2020. MDR# 9612296-2020-00259 addresses (B)(4): event occurred on (B)(6) 2020.

Event description:
The customer reported high ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to the event.